Event description:
The customer reported that there was a fluid leak of approximately 1ml from the blood sampling valve (bsv) on the coulter® lh 500 hematology analyzer. The leak was contained. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) indicated that he replaced the bsv which had a loose fitting to resolve the leak. While onsite he observed continued cbc instability. Cbc count chambers (wbc and rbc baths) were replaced on return visit as the fse observed pressure and vacuum failures that may have contributed to the stability issues. (B)(4).